Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt states she is having issues recharging. Pt states a couple of days ago the stim was really strong and like the very next day she had nothing. Pt states it could have been 3-4 days ago she isn't keeping track of time but states the couple of days she had the strong stim it was cold the call was about recharger / recharging. A problem was reported. Caller reports coupling and or communication issues. Reviewed how to adjust antenna dial. Recommended using antenna locate feature. Pt kept getting reading between 38-40 no matter where she positioned. Recommended palpating ins pocket to assess depth and position of ins. Reviewed how to reposition antenna and press start charge button. An information request was made. Redirected caller to patient's hcp. Reviewed message screens. Reviewed information screen. Reviewed communication screen. Reviewed that recharging frequency is based on parameters and use of ins. Reviewed the following basic functionality: reviewed the following icons: the coupling bar icons. The ins battery level icon. The stim on / off icon. The insr plug icon. The insr battery level icon. Reviewed how to line up recharger head over ins. Reviewed how to turn dial on recharger belt to achieve improved coupling. Pss had pt try with and without using the recharger belt and pt was able to get 4 coupling bars without the belt but none with. Pt states the implant is more towards the center of her back then on the hip side area and can feel it. Pss had pt try to do recharging in standing and sitting position. Pss and pt decided that it may be a better option to meet with mdt rep and see if there is a better way in person to get more coupling bars. Pss and pt assessed that she is without juice and needs to recharge, ins battery icon flashing is showing 1/4 increment flashing. Pss reviewed avg recharge time can take 4-6 hours to fully charge and what the fully charged icon will look like. Additional information was received from the patient. It was reported that the ins ran out of charge. The patient hasn't charged like they should have and a woman assisted over the phone last time this happened. The patient noted the ins was low and showing an e number. It was clarified the patient was not seeing eri or eos. The patient set up a charge session and saw the ins battery blinking in the first ¼ of the ins battery on the recharger screen. The patient stated the coupling boxes were not filling in. The patient moved the recharger antenna and stated coupling boxes were half full. The patient said she doesn't have the recharger antenna over the ins and said that¿s as good as the patient can get coupling bars. The patient stated she has never been able to see where to place the recharger antenna and the patient always gets half of the boxes filled in. The patient said she can feel the stimulator, but she has a hard time getting the antenna over the ins. The patient said after some time, she is able to get full coupling. The patient said that stimulation was off. Adhesive discs were being sent to the patient. No further complications were reported.